Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; however, the proximal conductor was distorted, outer insulation was breached/cut, the helix was bent, and there was blood on the helix; full lead returned and analyzed.

Event description:
It was reported that there were multiple repositions during the case, and that after the case the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.